Event description:
Interventional cardiologist was completing a complete diagnostic electrophysiology study with coronary sinus cannulation, transseptal catheterization, ultrasound-guided venous access, and 3-dimensional electroanatomic mapping, and ablation for ventricular tachycardia. During procedure a whisper wire was used. When retrieving the whisper wire, it did appear that the wire had become somewhat sheared, although the wire did appear to be completely intact with no in vivo retained wire. The entire wire itself was retrieved.